Event description:
It was reported that pump malfunction occurred with malfunction code 16 and no notable events took place beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump independently before contacting support, and technical support confirmed malfunction cleared, advised customer to continue using pump, and instructed customer to call back if malfunction recurred, which had not happened at the time of the report.